Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 21 mg/dl. The wife did not want to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.